Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page that the patient had first knee done by mako, the most hurtful thing ever done, it took patient forever to be over with it. The second one was just by a surgeon, that was so much better, not as painful at all.